Manufacturer narrative:
A leak test was performed on the fluid path of the returned pod in response to mentions of smelling or feeling insulin in the case description. A leak was found in the soft cannula approximately 0.132 in. From the soft cannula nailhead. A leak on the unexposed portion of the soft cannula is a confirmed cause of improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 340 mg/dl, while wearing the pod on the leg between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.